Manufacturer narrative:
Concomitant medical products: 5086mri52 lead, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that telemetry showed the patient with a pacing rate in the 40s due to suspected t-wave oversensing (twos) by the right ventricular (rv) lead. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.